Manufacturer narrative:
D2a: common device name: blood specimen collection device; intravascular administration set d2b: medical device type: fpa, jka. H.6: investigation summary: "material #:367365. Lot/batch #: 3103918. Bd received one (1) sample and four (4) photos for investigation. The photos and the sample were reviewed and the indicated failure mode for cracked luer adapter was observed. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of cracked luer adapter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cracked luer. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported while using the bd vacutainer® ultratouch¿ push button blood collection set that the plastic luer adaptor was found to be cracked before use. No patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-apr-2024. Investigation summary: material #:367365. Lot/batch #: 3103918. Bd received one (1) sample and four (4) photos for investigation. The photos and the sample were reviewed and the indicated failure mode for cracked luer adapter was observed. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of cracked luer adapter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cracked luer. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® ultratouch¿ push button blood collection set that the plastic luer adaptor was found to be cracked before use. No patient impact.